Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sacrocolpopexy procedure, surgeon experienced an elevated force coming from the arm cart assembly(aca), which moved to the right. The tip of the monopolar curved shears (mcs) attached to aca hit the tissue because of the force with no issue to patient. The movement also led to a collision with another arm, which caused the trocar to move and exit the peritoneum. The arm did not need to be restarted, and the surgeon continued the procedure without further issues. Surgeon also mentioned that the arm was controlled by the right input device at the time of the event. It took 1 minute to resolve the issue. There was no patient injury.